Manufacturer narrative:
(B)(4). Evaluation summary: the device returned and was evaluated. The reported mechanical issue of inability to establish final arm angle (faa) was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the mechanical issue of inability to establish faa. The returned device analysis was unable to replicate the inability to establish faa and identified no issues with the device. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip opened while locked. It was reported that during device preparation, the mitraclip opened during the test of the final arm angle. The clip was locked and the arm positioner was turned in the open direction when the clip arms opened. This device was not used in the patient. Another device was used for the procedure. No additional information was provided.